Manufacturer narrative:
This report is being supplemented to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, deviation from the instructions for use reprocessing steps could not be confirmed, and physical no damage at the air/water cylinder and channel was observed; therefore, a root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; air/water cylinder was deformed and had no color. Suction cylinder had no color. Forceps channel port was shaved. Distal end had discoloration. Adhesive around light guide lens was peeled. Adhesive on bending section cover had a crack. Connecting tube had a scratch. Universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.